Manufacturer narrative:
H3: evaluation summary: per imaging evaluation, the submitted echocardiographic images document leaflet thickening and calcification of the bioprosthesis in the mitral position, with severe prosthetic mitral stenosis and mild-to-moderate or moderate central mr. The echocardiographic appearance of the 7300tfx25 valve is suggestive of early structural valve deterioration (svd), although a cause of early svd cannot be determined from the echocardiograms. Customer report of calcification and pannus were confirmed. Leaflet thickening and stenosis were confirmed due to calcification and host tissue overgrowth. Regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Extrinsic calcific deposits were observed at the free margin of leaflets 2 near commissure 3 on the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at outflow aspect and on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was heavy at the inflow aspect. Host tissue overgrowth fused all three leaflets at all commissures on the outflow aspect. Host tissue and calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut in multiple areas around the valve. Suture holes were visible around the sewing ring. H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 67-year-old patient with a 7300tfx25 valve model implanted in the mitral position underwent an explant procedure after an implant duration of two (2) years and (9) months due to calcification and pannus overgrowth leading to leaflet thickening, moderate regurgitation and stenosis (peak/mean gradient 30/20mmhg; valve area 0.7cm2). The patient presented with dyspnea, chest paint and fatigue. A non-edwards valve was implanted in replacement. The patient was noted as to be safe and stable after procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.